Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6080. Technical support-- 1.charge battery pack. 2. Replace backup speaker 3.return to factory for repair. Recommended replace back up speaker. Charles will replace back up speaker.. A review of the device history record for sn (B)(6) was performed from (B)(6) 2012 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an error 133.6080 on the device. The customer noted that the battery had been changed but the issue persisted. There was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. H3 other text : see section h.10.

Event description:
It was reported that there was an error 133.6080 on the device. The customer noted that the battery had been changed but the issue persisted. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6080. Technical support-- 1.charge battery pack. 2. Replace backup speaker 3.return to factory for repair. Recommended replace back up speaker. Charles will replace back up speaker. A review of the device history record for sn (B)(6) was performed from 03/26/2012 to 11/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an error 133.6080 on the device. The customer noted that the battery had been changed but the issue persisted. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
It was reported that there was an error 133.6080 on the device. The customer noted that the battery had been changed but the issue persisted. There was no patient involvement.